Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a low blood glucose of 31 mg/dl. The customer treated with jam and peanut butter. No further details were provided regarding the low blood glucose event. The insulin pump was not returned or replaced.